Manufacturer narrative:
H10: additional information was received following the submission of the initial medwatch report. As reported, other than a wire guide inserted into the lumen of the sheath, no other device or device component was present in the sheath at the time of separation. Non-latex gloves were worn during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.

Manufacturer narrative:
Investigation ¿ evaluation: reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used flexor raabe guiding sheath was returned for investigation. The hub fitting separation from the sheath as well as sheath material separation were noted on the device. The sheath was separated at 44cm from the distal tip, the proximal half of the sheath measuring 17cm in length. The two separated sections were held together by 3.5cm of elongated coil. The inner diameter of the connector cap measured within specification. No other issues were identified during the analysis. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could potentially contribute to this failure mode. The affected units were identified and accordingly scrapped from the lot. It should be noted there are no other reported complaints associated with this lot number. Furthermore, reviews of the manufacturer¿s instructions, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿if resistance in encountered during advancement of the flexor sheath, asses cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of material or hub separation upon withdrawal.¿ the IFU goes on to provide specific instructions on proper sheath removal. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510(k) number: pre-amendment. Device evaluation has begun; however, a conclusion is not yet available. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, the tubing of the a flexor raabe guiding sheath split at the "bottom" as well as detached from the hub. Reportedly, the sheath was placed in the femoral artery, and the separation was noted during the removal while a wire guide was inserted. The patient's anatomy was not described as calcified or tortuos. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.